Event description:
A surgeon reported that during a lasik treatment, the system displayed a message indicating that the shutter was defective, and the laser stopped firing. She managed the care of the eye while calling for technical assistance. They sent the log file to the technical support team, and the representative was able to determine that the laser had stopped at 42%. They rebooted, recalibrated, and reprogrammed the patient's prescription. The first 42% of the treatment was discarded and the remaining treatment was completed on the patient's eye, the same day. At one day post-op, the patient had mild spk (superficial punctate keratitis). There was no alteration in the post-op treatment or care. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).